Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer reporting that they had troubleshooting which connected the device and indicated the battery was dead. No further actions taken or complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for non-malignant pain. The implantable neurostimulator (ins) was reported to be dead and the consumer was not able to charge it. Neither the implantable neurostimulator recharger (insr) nor the patient programmer were able to connect to the ins. Both insr and patient programmer showed poor communication screens. The patient usually charged every 4-6 weeks. The patient became aware of their inability to charge and not feeling stimulation last week. Their last successful charge session was about 2 weeks ago. It was reported that the patient fell about 2 months ago but it was not around the time that they were not able to connect to the implant. No further complications were reported.